Event description:
A caller reported a malfunction on a pump. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, and the caller intended to contact their healthcare professional for backup therapy as none was currently available.